Event description:
It was reported that an unknown substance was found on the handpiece during setup prior to a procedure, which indicates the device may have leaked. There was no patient involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not been returned to the manufacturer for investigation based on this event. A product return was requested. The reported event cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed if the product becomes available.